Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 1627487-2022-02067. It was reported the patient's right lead had migrated. In turn, stimulation was no longer providing relief in the right leg. Diagnostics indicated the lead had high impedances. As a result, surgical intervention occurred, wherein the right lead was explanted and replaced to address the issue. It is unknown which lead is the right lead therefore both leads are being reported.